Event description:
It was reported that an ilet user experienced repeated pump alerts during a supply change, including multiple ¿unable to proceed ¿ check notifications¿ events followed by ¿restart 38¿ alerts after each event, occurring twice while attempting to rewind and once during the fill-tubing step, and the pump was replaced; the user also reported a cgm discrepancy in which the dexcom g7 displayed approximately 40 mg/dl while a contemporaneous fingerstick measured 98 mg/dl, with a calibration attempt not accepted by the pump but appearing accepted in the cgm app. Symptoms included none reported and blood glucose was not affected. Outcomes included device replacement and user education regarding backup therapy, shutdown procedure, and return of the device, with continued cgm use via the dexcom app or receiver advised. Investigation included customer service troubleshooting and education, verification of shipping and return logistics, and review of reported alerts. Investigation of this case revealed a reported pump malfunction characterized by recurrent restart and unable-to-proceed alerts during setup steps, with no reported patient harm, and a concurrent but resolved cgm-to-fingerstick discrepancy that did not result in adverse clinical effects. It was concluded, based on previously established findings for similar reports, that the cause was due to a faulty motor and pinion gear affecting the rotation of the motor train and stopping during the rewind cycle.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.